Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The stylus pointer was worn out. The power cord bay was damaged. Replaced black stylus, power cord bay, label-product identification, label-agency approval. 25 point stylus calibration was done and was found to be working ok. Electrocardiogram (ECG) cable was checked and was found working ok. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.